Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter: date of incident: (B)(6) 2025 concern description: needle poke to staff with contaminated needle. Could have also accidentally poked patient when pulling needle out of catheter no adverse event reported. Customer response on (B)(6) 2025. There has been some misinterpretation along the way. We reported that this was a ¿near-miss¿ for a needle-stick but there wasn¿t an actual needle stick. No one was poked, but since the needle didn¿t retract, it could have gone that way had the technologist not taken extra precautions. Were there any diagnostics performed as a result of the contaminated needle stick? No needle-stick occurred, but IV was examined and the button being pressed did not retract the needle. If yes, what diagnostics were performed? Not sure what more could have been done was any medical intervention required? N/a.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381023 and lot number 4281725 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.